Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the provided pictures demonstrating the reported bent 'plate'. The customer was asked to return a zimmer skin graft mesher serial number (B)(4) for evaluation; however, the customer indicated that the product was not going to be returned. As such, no evaluation or repair was performed and neither can be reviewed as part of the investigation. While the provided pictures confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
During cleaning it was reported that the plate was bent and skin was getting caught. There was no harm to the patient. No adverse events were reported as a result of this malfunction.